Event description:
It was reported the patient was experiencing ineffective pain management due to a much lower dose of morphine and baclofen. When the patient was on high dose of medication he could exercise, run, and even thought of returning to work. It was later reported the pump was removed. Additional information has been requested regarding diagnostics and the outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient receiving baclofen and morphine at unknown concentrations and doses via an infusion pump. The indication for use was noted as non-malignant pain. It was reported that baclofen was added to the patient's pump on (B)(6) 2013. The baclofen was compounded. If additional information is provided, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).